Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported that during a hysteroscopic electrosurgery of uterine lesions and hysteroscopic resection of endometrial lesions, the electrode loop broke. Removed it and found that it was intact. The procedure was completed with a similar device. There were no reports of harm.

Event description:
The issue occurred during the middle of the therapeutic procedure, and there was a 5 minute delay.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields: b5, d10, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was not returned to olympus for inspection, therefore the reportable malfunction could not be confirmed. Based on the results of the investigation, it is likely that due to wrong handling the loop at the distal end of the electrode wore out during use and could break, burn, or melt. A definitive root cause could not be established due to the device not being returned. Olympus will continue to monitor field performance for this device.